Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump was received with detached and missing end cap. Unable to verify drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump drive support cap was sticking out. The customer reports blood glucose levels were around 300 mg/dl. The customer does not remember what could have happen for the pump drive support cap to be sticking out. Customer states it recently fell on a carpeted floor, he was also pressing cap while connected when delivering bolus. Customer was assisted with trouble shooting. Customer was advised pump will need to be replaced. The pump will return for analysis.